Event description:
We experienced an event with the volume remaining in a pca cassette after pump was discontinued. Nurse recorded 25ml remaining on flow sheet but pump displayed 44ml remaining, therefore a 19ml discrepancy. The nurse came up with 25ml's by pulling the remaining drug out of cassette using a 10cc syringe. Event log from pump identified 1.9ml primed and total of 54ml delivered to patient from a 100ml bag. Using pca event log data and doing math manually, 44.1ml's should have been remaining in cassette. The research states that pump was working correctly and delivery counts were accurate. Since pca cassettes are filled in-house, the repeater pump used in the pharmacy was also evaluated. During several test loads, it was identified the fluid volume from repeater pump to fill cassettes was inconsistent and would under-fill at random intervals.